Event description:
It was reported that this system with a pacemaker and right atrial (ra) lead showed failure to capture with high outputs at the ra lead channel. At the ra channel and right ventricular (rv) channel pacing impedance could not be measured in commanded test on programmer. But afterwards it was determined that the ra lead had been low, within normal limits in the past. Also, for the rv lead, threshold and pacing impedance were within expected values. Power consumption from the pacemaker was very high. This pacemaker was showing many of the hallmarks of a gate oxide analog internal circuit issue. The pacemaker and the ra lead were recommended for replacement, therefore have been explanted and returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, found no anomalies. Microscopic examination of the helix showed corrosion material on the helix coupler and helix. The observed corrosion is believed to be a result of a gate oxide anomaly on the associated pacemaker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and right atrial (ra) lead showed failure to capture with high outputs at the ra lead channel. At the ra channel and right ventricular (rv) channel pacing impedance could not be measured in commanded test on programmer. But afterwards it was determined that the ra lead had been low, within normal limits in the past. Also, for the rv lead, threshold and pacing impedance were within expected values. Power consumption from the pacemaker was very high. This pacemaker was showing many of the hallmarks of a gate oxide analog internal circuit issue. The pacemaker and the ra lead were recommended for replacement, therefore have been explanted at this time. No additional adverse patient effects were reported.